Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/70 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: virtual multidisciplinary care for heart failure patients with cardiac resynchronization therapy devices during the coronavirus disease 2019 pandemic. Ijc heart and vasculature. 2021. 34; 100811. Doi.org/10.1016/j.ijcha.2021.100811. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding care for heart failure patients with cardiac resynchronization therapy (crt) devices during the coronavirus disease pandemic. The article reports patients who experienced dyspnea on exertion, palpitations, fatigue, and dizziness, new onset of atrial fibrillation (af). There was a patient who developed recurrent belching and nausea was diagnosed with phrenic nerve stimulation. There were patients with evidence of fluid overload on device diagnostics. Another patient had fatigue and a decline in stamina and their left ventricular (lv) lead exhibited no capture; the lead was explanted and replaced. Intervention was performed with medication changes and/or in-person device adjustments. The status/disposition of the devices and leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.